Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed ¿the pump shuts off sometimes¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 27-sep-2017 with the following findings: during investigation, the complaint regarding intermittent power was reported on (B)(6) 2019, the pump history confirmed the pump was in use until (B)(6) 2019. A test battery cap was able to tighten enough to the crack compartment in- order to maintain power . All above testing was completed with test cap. The pump was returned with the battery compartment cracked at left side of the grip from threads to case seal. The battery cap threads are stripped , due to stripped cap threads an intermittent power condition was duplicated at start up. The black box shows evidence of power on resets on (B)(6) 2019/ unrelated to the original complaint, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.